Event description:
It was reported that shaft break occurred. Vascular access was obtained via right radial artery and a 3.5 5fr non-bsc guide catheter was placed. The target lesion was located within an unknown re-stenosed stent in the mildly tortuous and mildly calcified circumflex marginal. A 2.50mm x 12mm maverick² balloon catheter was advanced to the lesion without difficulty. When the physician pulled negative prior to inflating the balloon, blood was noted in the syringe. The physician pulled the device out and he noticed that the catheter was broken into two pieces. The distal portion was able to be manually removed with no fragments left inside the patient. Another 2.50mm x 12mm maverick² balloon catheter and a new guide catheter were used to complete the procedure. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).